Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a torn wire. There were no delays. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire at proximal end near the connector. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding a torn wire was confirmed by failure analysis. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing. Common causes of broken, proximal conductor wire is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.